Event description:
Voluntary medwatch received states that the atrial lead exhibited an alert for high threshold. No intervention or programming changes were performed. No adverse patient effects were reported.